Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient had x-rays that revealed that the catheter is out of position posteriorly. The patient was brought to the operating room and the drug in the pump was changed from morphine at 25 mg.ml to morphine at 5 mg/ml. The posterior incision was opened and it was noted that the catheter was coiled in the soft tissue. This portion of the catheter was removed and a bolus was started to fill the pump tubing. No flow was found from the exposed proximal catheter piece after saline was injected into the side port. The pump pocket was opened and the pump was found to be mobile in the pocket. The pump was tacked down and a new catheter was tunneled from the pump and connected to the sutureless connector. Good csf flow was noted and the catheter was advanced up to t10. The pump was secured to the fascia and was reprogrammed to fill the new tubing. The patient was kept overnight for observation.

Event description:
Additional information received from a healthcare provider (hcp) indicated the pump was loose in the pocket and the catheter was dis lodged both posteriorly and anteriorly. After the revision the pump was again reprogrammed and started at 0.24mg morphine per 24 hours.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.